Event description:
It was reported that patient presented to the hospital when the device alarm triggered after the patient took a fall. Device interrogation found high left ventricular (lv) lead impedance and no capture. The physician felt that the patient¿s ejection fraction was normal so pacing was no longer indicated. All pacing therapy was turned off and the lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant products: product ID d234trk implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2010. (B)(4).